Manufacturer narrative:
Follow-up #1: date of submission 04/18/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: a review of the black box indicated loss of prime warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps and 24-hour testing with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.